Event description:
New malem alarm is not functioning as expected. First night, alarm worked but did not wake up son. Next two nights, son woke up wet in pool of urine but alarm did not go off. Now alarm is getting hot when operated. Device malfunction. Inoperable since heat is too much to even hold device in hand, let alone place on child's body at night when asleep. Doesn't appear to be normal and definitely not safe for sleeping child.